Manufacturer narrative:
On (B)(6) 2019, it was reported that the comb was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(6) 2019 where it was reported that the device was producing an incomplete mesh and the bearings, shoulder bolts, side plates, roller gear, and carrier guide were replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete sample mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the sample mesh could not be taken due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the sample mesh could not be taken due to the bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the comb was bent and mesher gave an incomplete mesh. During meshing of previously recovered cadaveric donor skin there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the comb was bent. During meshing of previously recovered cadaveric donor skin no additional event information available. No adverse events were reported as a result of this malfunction.